Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel around the subclavian area. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications reported.